Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736401, serial/lot #: (B)(6); product ID: 9735859, serial/lot #: unknown. H3) a manufacturer representative (rep) went to the site to test the navigation system (product ID: 9735665). Hardware parts were replaced and the system performed as intended. Codes: b01, c19, d15 h3) the connector (product ID: 9735859) was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that no failure was found. H3) the legacy checkpoint (product ID: 9736401) was returned to the manufacturer for evaluation. After functional testing and visual /physical examination, the reported issue was confirmed. The results of the analysis concluded that the legacy checkpoint had software failure. Codes: b01, c10, d18. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was unable to consistently connect to network. The system was failing electronic picture archiving and communication systems (pacs) test in digital intercommunication of medicine (dicom) transfer page, showing red at pacs port. The field representative (rep) bypassed the bulkhead, however the pacs test then passed intermittently. The rep was able to query exams, but when they hit retrieve the system didn¿t load the exams. The rep exited procedure, and went back in to try loading same patient and the system was then unable to query showing error code 721. The rep repeated testing pacs, and loading patient images several times, with reboots in between, with similar intermittent behavior. The rep then went into stealth admin, and checked network information under self test and network configuration. Under self test the network information showed as unavailable. Under the network configuration tab the ¿firewall status¿ timed out every time they hit refresh. No patient present. No delay. The probable cause was noted to be the bulkhead and router.